Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for low blood glucose. The blood glucose reading was 28mg/dl. It was also reported that the customer had a seizure and paramedics were called and treated his blood glucose. No further info was provided.